Event description:
It was reported that the patient had an allergic reaction to the adhesive used during the implantable pulse generator (ipg) implantation procedure. They visited the hospital and were treated with antibiotics and steroids to alleviate the rash and severe itching. The physician determined that there was no infection. The patient was doing well.